Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they experienced jaw locking, jaw clicking, and multiple teeth breaking or failing due to the aligners. Contraindicated.